Event description:
An unspecified malfunction was reported. Lead was explanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.